Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump was turning off with no reason and other critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and pump performs safety checks and an error was found. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No critical pump error (open book image) noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Successfully downloaded history files and traces using thump software. The pump was cut open and traces of moisture on pcba1 and battery tube assembly noted during visual inspection. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. Pump error 63 was found in history file on 03/14/2024 10:27:29.000. In summary, customer alleged critical pump error not confirmed. Exposed to moisture confirmed. Pump error 63 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.